Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. No unexpected insulin flow blocked alarms noted. Unit was received with insulin flow blocked alarm functioning properly. Unit was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that her son was hospitalized on (B)(6) 2018 at 10:14 am due to hypoglycemia. The customer's mother reported that the customer's had hypoglycemia of 3.2 mmol/l. The customer's mother reported that she called an ambulance and they disconnected him from the insulin pump. The customer's mother reported that the customer's current blood glucose was 16.9 mmol/l. It was reported that the customer was connected to the insulin pump at 2:30 pm and their doctor did not trust the insulin pump and wanted it replaced. Troubleshooting was performed related to the low blood glucose. The customer's mother reported that the customer tends to have low in the morning and the last set change was done yesterday at 14:48. The customer's mother reported that the customer was disconnected from the insulin pump during the rewind and fill tubing. It was reported that the customer was using apirdra fast acting insulin for years. It was reported that the mom confirmed that the insulin is not expired and there is 196.4u in reservoir indicated in the pump. It was confirmed that there is that amount in reservoir checked time and date and it is correct. During troubleshooting it was confirmed that the checked basal, bolus wizard, bolus history and daily total were correct. It was reported that the customer only gave a 2.1 bolus today and that was after being connected to the pump at 2:30pm today. It was reported that on (B)(6) 2018, dose total 2.5 basal 21.4 91% bolus 2.1 and on (B)(6) 2018 the dose total 53.9 basal 31.8 bolus 22.1 and there were no changes in health, settings or anything recently. The insulin pump passed the displacement test. It was advised to the customer that the insulin pump was working as designed. The customer reported that she wanted to replace the insulin pump. The customer's mother was advised to disconnect the son from the insulin pump and revert to back up plan and discuss setting with health care professional. Product is not expected to return.